Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the patient that she underwent an unknown procedure on an unknown date and suture was used. Post-operatively, the patient's incision dehisced and the patient stated that the sutures were found not to have absorbed. No further information was provided.